Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol perfix plug(device #1) may have caused or contributed to the reported event. Adhesions is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿no lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol perfix plug (device #1). An additional emdr was submitted to represent the bard/davol ventralex (device #2). Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug(device #1) or an unspecified bard/davol ventralex (device #2) on (B)(6) 2011 or (B)(6) 2016 . It is also alleged by the patient's attorney that the patient began to suffer from infections, and adhesions. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug (device #1) and the ventralex (device #2) . As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."